Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of stenosis, vascular dissection, pseudoaneurysm, hemorrhage and occlusion are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Reportedly, the proglide device was used in the axillary artery. It should be noted that the electronic perclose proglide instructions for use (eifu), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported thru a literature review. This study is investigating the outcomes of percutaneous access via the first versus third axillary artery (axa) segments with closure devices during aortic procedures. The vascular closure device discussed in the article was the proglide device as all patients receiving percutaneous axa access were closed with a perclose proglide device. The study concluded that major local complications with the percutaneous axillary approach and =12f sheaths are infrequent and solvable by complementary endovascular interventions. Stroke risk remains an issue. First and third axa segments are both amenable for access with good results, but larger sheaths (12f) perform better in axa1. The complications reported specifically for the proglide devices included failure to achieve hemostasis resulting in stroke, bleeding, stenosis, occlusion, pseudoaneurysm, dissection, and medical intervention such as a covered stenti or bare-metal stent were used. The study concluded that in general, patients benefit from hemostasis by means of proglides with =12f sheaths showing some complications while larger sheaths (12f) perform better in axa1. Specific patient information is documented as unknown. Details are listed in the article, titled: outcomes of percutaneous access to the first versus third segment of axillary artery during aortic procedures.

Manufacturer narrative:
B3: date of event estimated. H6: medical device problem code 1494 - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: article titled - "outcomes of percutaneous access to the first versus third segment of axillary artery during aortic procedures".